Event description:
Clinical adverse event reported for abnormal x-rays, ap lucencies and lateral lucencies. Original implant date (B)(6) 2001. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).